Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product summary analysis: mdt-lead distal portion was received measuring 51 cm. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: mdt-lead x 2, implanted: unknown. (B)(4).